Event description:
The customer reported erroneous test results for sodium, potassium, chloride and calcium were generated when using the unicel dxc 860i synchron access system clinical system. The erroneous test results were reported out of the laboratory and questioned by healthcare practitioners. When questioned, the samples were retested on another dxc instrument in the customer's laboratory. Amended reports were issued. There were no reports of death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and performed preventive maintenance (pm) c and d, which were due on (B)(4) 2014. As part of the pm, the ratio pump was replaced. The sample that demonstrated the erroneous test results was the first sample after a period of the instrument in standby, which could indicate a leaking ratio pump. Identified failure mode: primary failure mode appears to have been the ratio pump.